Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained post-operative complications after undergoing a da vinci si surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si total robotic hysterectomy for multiple leiomyomata uteri, menorrhagia and dyspareunia on (B)(6) 2011. Intuitive surgical was provided with the operative report in addition to a pathology report, office visit reports ((B)(6) 2011), radiologic findings of pyelograms and clinical lab report of (B)(6) 2011. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The uterus was 225 grams and 9-10 week in size. Two large subserosal fundal myomas plus a smaller subserosal posterior myoma were found at the time of surgery. A difficult dissection occurred around the bladder due to anterior fibroids. The uterus was morcellated due to its lobulated size. Hemostasis was confirmed. The patient was taken to the pacu in good condition. The patient developed vaginal leaking after surgery and an examination on (B)(6) 2011 revealed a vaginal fistula with urine drainage. On (B)(6) 2011, a vaginoscopy revealed sutures draining slightly purulent fluid but no discrete fistula. The trigone area was erythematous and edematous. No obvious thermal injury was noted. A cystogram did not reveal any leak. A subsequent pyelogram revealed extravasation on the left side. A double j ureteral stent was placed. No leakage was seen post-stent placement. The patient had some flank discomfort and bladder spasms from the stents and has experienced urinary tract infections. On (B)(6) 2011, the bilateral stents were removed - the procedure was well tolerated with no complications. No additional information was provided after the date of discharge.